Event description:
It was reported that a portion of the plastic shield had separated from the c0501 disposable trocar with shielded obturator. The piece was retrieved from the pt. No pt injury or complication was reported.